Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "ventricular oversensing due to manufacturer-related differences in implantable cardioverter-defibrillator signal processing and sensing lead properties." Europace. October 1;12(10):1460-1466.

Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that there was r-wave double-sensing noted on this lead. The article reports that this was resolved after reprogramming. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.